Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the pt had distorted reading vision. The lens was exchanged one month after initial implantation. Additional info has been requested but not received to date.